Event description:
The lay user/patient contacted lifescan (lfs) in 2006 and alleged that his one touch basic original meter was having a power issue. The medical affairs specialist (mas) was not able to reach the patient via phone after several attempts. A letter will be sent to the address provided. The patient was having a power issue (battery/battery contact issue) with the subject meter and had last tested on the meter 2 weeks ago. The patient also reported that he was experiencing dizziness and frequent urination (date/time not provided). He visited the doctor's office, where the doctor's meter result was 36 mg/dl and was treated with food and/or beverage. It is not known if the patient had attempted to test on the subject meter prior to going to the doctor's office. At the time of troubleshooting, it was verified that this was not a new meter. The patient did not have a battery for replacement. Although it would be helpful to know the information leading to the hypoglycemia, this complaint is being reported because the patient was not able to test on the reported meter due to the power issue. The patient experienced symptoms and was given treatment for hypoglycemia by the doctor. A replacement meter, control solution, and test strips were sent to the lay user/patient.